Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample / underinfusion the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files from 2023-10-31 was investigated. A space line was inserted and the infusion started with a rate of 150ml/h and a volume of 330ml at 12:27pm. During the therapy the infusion was interrupted for a short times, two times. At 2:42 the volume was reached and the infusion was stopped. No other abnormalities were found in the device history. (History files are attached to the pc-notification). 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". According to the customer: when did the failure occur: during therapy. Reason of complaint: underinfusion. Therapy: folinic acid. Presence of 3rd party adapter. Therapy started on the (b)(3) 2023, approximately 1230 hours, with rate of 150ml, vtbi of 270ml based on bottle, expected therapy duration of 2 hours. Around 1450 hours , the bottle was still observed to be half full. Patient was okay, no medical intervention required. Therapy was completed using another pump. First contact to end customer: b.braun. Response expected by: customer. Name of device alert: no alarm. History log files / trendfile available: yes".